Event description:
The customer reported that the intensifier was not working, the field engineer noted that the system was down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer canceled the service call.